Event description:
The facility reported a colleague infusion pump which over-infused on a patient in the pediatrics care area. The facility reported this condition was caused by a false high pressure reading. The infusion was not stopped and there was no patient injury, medical intervention necessary, or adverse reaction reported. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). The pump was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.